Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The harmonic ace instrument was analyzed and found to have a clamp arm teflon pad damage. The teflon pad was found detached from the arm clamp. Components adjacent to the damaged teflon pad do not show damage. The probable root cause of the teflon pad damage is attributed to use conditions. Damage is caused by heat generation when activating the harmonic ace blade with little to no tissue between the pad and the blade itself.

Event description:
It was reported that during a da vinci-assisted subtotal gastrectomy surgical procedure, the system could not recognize the harmonic ace instrument and could not activate it. The front clamp was intact. The procedure was completed with no patient harm.